Manufacturer narrative:
(B)(4) for the event revealed by the investigation of catheter c-channel torn. A visual examination revealed that the catheter was found to be kinked at 149 cm from the distal tip. The c-channel was found to be damaged between 2.5 cm to 4 cm measured from distal tip. The balloon was inspected and no defects were noted. The balloon was inflated using the syringe enclosed and no defects were noted. The balloon bonds were inspected and found to be continuous; intact. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The description of the complaint was not confirmed. It is possible that excessive force was used while advancing or removing the catheter and/or advancing or removing the guidewire. During the analysis the balloon inflated without difficulty. Balloon inflation issues can occur in this product family as, during their clinical use in the cbd, difficulties may arise due to tortuous anatomy or pressure from stones in the cbd. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during use performance of the balloon was limited.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloons was used during an ercp procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon would not stay inflated inside the patient and it kept on deflating. The rep confirmed that there was no puncture or visible damage to the device and the packaging. The procedure was completed with another with same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation result of wire lumen damaged.